Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired during the service call. The system was tested and was found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had a frayed power cord. No pt injury was reported.